Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted for fluid overload and requires diuresis. A couple of days later, the patient's pump power went from 5.6 to 9.3 at 1700. It was noted that a pulsatility index (pi) event took place prior but the power continued in the 9.0's without going back to the previous baseline in the 5.0's. The patient's pi has been 2.3-2.8 and is now 1.5-2.5 with the power change. The patient's speed is set at 9000 rpm and flows are indicating 10-11 lpm. A ramp study was conducted where the results indicated that the lv was unloading appropriately with pump speed increases. It was also reported that the patient's primary system controller was changed out along with the back-up system controller and the pi and power levels remained. Review of the event log files by technical services showed that the power elevations were the same whether on the patient cable or battery support.